Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 355 mg/dl while wearing the pod between 36 and 48 hours. Insulin was reported to be leaking during wear. The cannula was reported to have become dislodged from the infusion site (abdomen). Pain and bleeding were mentioned from the infusion site. Upon pod removal, the cannula appeared to be bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Investigation of the returned device found the exposed portion of the soft cannula to have a tear from which fluid was observed to leak. The exact cause and timing of the cannula damage could not be determined.